Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the cystonephrofiberscope bending section cover was completely broken, the scope had a leak and the scope had no optimal visualization. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned. The customer's complaint was unable to be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reportable event (bending section cover was completely broken) was unable to be determined. Olympus will continue to monitor field performance for this device.